Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer did not disconnect from the infusion set tubing when the fill tubing step was performed and subsequently, additional insulin was delivered. Blood glucose (bg) was 35 mg/dl. Customer fell, bruised knee and damaged pump. Pump no longer functioned. Customer¿s parents assisted the customer by providing juice. Customer reverted to using manual injections for insulin therapy.